Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the when the helix of the lead was retracted to move the lead to another spot the helix would not re-extend. It was noted that the helix did extend in the first position with twenty-five turns. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop. This is indicative of the connector pin being turned an excessive number of times to retract the helix during helix retraction. If information is provided in the future, a supplemental report will be issued.